Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the gastro-intestinal videoscope's nozzle's insufflation channel was clogged with an amalgam of a dark rubbery material and translucid synthetic fibers. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following fields: h6 and h11. Corrected data: e1 - contact should remain blank. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause for the air/water nozzle clogged with an amalgam of a dark rubbery material and translucid synthetic fibers could not be determined since it is unknown whether there was deviation from instructions for use in reprocessing steps for the location where foreign material remained, and physical damage was not found at the location. The event can be detected and prevented by handling the device in accordance with the following instructions for use: instructions for use states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Instructions for use states the preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.